Event description:
There was an allegation of discrepant cobas® hiv-1 results for one patient sample tested on a cobas 8800 analyzer. On (B)(6) 2024, the initial result was 82,000 cp/ml. This result was unexpected as the patient is usually around 134 cp/ml. On (B)(6) 2024, the same sample tube was repeated and the result was 13,600 cp/ml. Date unknown, a new sample was obtained from the patient and the result was according to the expected value.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). A batch trend was not identified for the alleged kit lot k00224. A holistic view of the reagents and the reagent kit does not indicate a product problem. Based on the available information, the exact root cause could not be determined. However, the discrepancy is consistent with a contamination of the primary tube as both tests were out of the same tube, with the lower titer being second after a freeze/thaw and potential time at room temperature/more handling. The customer also agreed that contamination is the most likely contributor as one of the samples in the run was at a very high titer (titer above range). The investigation determined that the differences observed are sample-specific. Inadvertent contamination is plausible.